Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, a dissection at the access site was noted. Subsequently, a stent was placed. No additional adverse patient effects were reported.